Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when giving the injection, the vaccine shot out of the back of the syringe past the plunger. The child needed another poke to receive the vaccine. Additional information received on 14-may-2019 stated that the child was to get tetanus-diptheria-pertussis-polio- hib vaccine in that syringe. Furthermore it was stated that the child did not receive any vaccine from the initial syringe as the medical all came out the plunger end of the syringe.

Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. One sample was received for evaluation and an inspection of the sample resulted in confirmation of the reported leaking condition. The samples were visually inspected, specifically in the luer of the hub of the needle. An observation of the sample concluded that the product was malformed into an oval-like shape at the luer lock tip resulting in circularity issues. The sample was physically tested per product specification for leakage. The sample leaked from both the luer lock tip and fluid blow by behind the plunger tip. This complaint will be considered confirmed. The exact root cause of the reported condition could not be determined without a review of the lot history. Since a root cause could not be identified, no corrective or preventive action is planned at this time. This information will be utilized for trending purposes to determine the need for corrective actions.